Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 556mg/dl. The customer states the numbers on the device kept scrolling. The customer states they cannot program anything, and that the settings were gone. The customer was treated with insulin at the hospital for the high levels. The customer was advised to follow up with their health care provider.